Event description:
It was reported, mazxero, cracked during use. The following was provided by the initial reporter: cracking of the screw joint was found during use. Defective quantity (B)(4) pcs.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.